Event description:
Patient's daughter reported the patient expired in 2006 due to "massive bilateral pulmonary embolism." Prior to her death, the patient complained of pain and burning sensation in her legs. The implanted infusion pump was continuously infusing morphine 0.5ml/day. Additional event information has been requested from the hcp, and a follow up report will be filed when new information is received.